Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damaged on esc and act keypad traces. No unexpected low reservoir alarm noted. The insulin pump received with normal operating currents. No unexpected battery out of limit noted. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 134 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer also mentioned that they received a battery out limit alarm that would not clear. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.